Event description:
Information was received from a patient and from a family member of a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The caller stated that the patient¿s ins was removed because it was not covering their pain and they believe it was not charging. The issue began around (B)(6) 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient complains of pain that starts in the lumbar spine, and radiates into the left hip. She also has complaints of pain in the right leg but states the l>r. She describes this pain as aching, and rates the pain a 5 today, 10 at its worst on a 1 out of 10 pain-rating scale. The symptoms began approximately years ago, with no known injury. Patient's symptoms are intermittent. The patient's symptoms are aggravated with activity and sitting, and alleviated with lying down and rest. Over, the patient's quality of life and level of activity is significantly affected by these current symptoms. The patient reported that her spinal cord stimulator (scs) normally gives her good relief but that the one that was placed in 2016 was very difficult to operate and understand. The patient reported that she does not have the best memory. Her daughter is present at the visit and does report that it was difficult to charge and that she had a lot of difficulty with use. She reported that her pain is increased due to the scs not working. She reported that is why she is having pain. She also reported thoracic pain is a burning type pain and she feels this may be because her stimulator is not working at this time. She was getting excellent coverage until her scs stopped working. Patient's scs manufacturing representative (rep) was notified and he stated in fact the ins was no longer functioning and needed to be replaced. He also verbalizes concern that the patient is early dementia and having issues with charging the current device. The patient's device was explanted on (B)(6)2017. It was noted to be depleted and difficult to charge. No further complications were reported. No additional patient symptoms were reported.